Event description:
During outreach call, customer reported that insulin pump alarms excessively. Customer reports to have experienced blood glucose versus sensor glucose issues with threshold suspend. Sensor glucose was 48 and blood glucose was between 95 mg/dl and 98 mg/dl. Customer also reports to have had problems with sensor. Customer had problems removing sensor needle from her body and also experienced weak signal strength. Customer declined troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.